Event description:
Dr. (B)(6) reported the pt was positioned prone for prolonged thoracic lumber laminectomy/ fusion and the pt was observed to have the following: sternum / chest stage 2 pressure ulcer with linear blisters. Corneal abrasion.